Manufacturer narrative:
On 19-jun-2023, mentor received additional information about the event. The patient was scheduled to undergo explantation and replacement with an unspecified mentor saline breast prosthesis on (B)(6) 2023. Reason for device explant and/or reoperation: breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 60-year-old caucasian female patient underwent a primary breast augmentation procedure with an unspecified mentor smooth saline breast prosthesis that deflated post implantation. Deflation of the patient¿s left breast prosthesis was diagnosed via a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09-aug-2023, the mentor failure analysis lab received the device for evaluation. It was previously reported that the device is an unspecified mentor smooth saline breast prosthesis. Mentor became aware that the suspect medical device is an unspecified mentor textured gel breast prosthesis. On 10-aug-2023, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had two (2) areas of siltex cracking on the posterior view, and two (2) tears (a and b) were found within each area of siltex cracking, measuring approximately 0.9 cm and 0.5 cm respectively. Additionally, two (2) tears (c and d) were found on the anterior view within lines of shell wear, measuring approximately 0.8 cm and 1.1 cm respectively. The evaluation determined that the cause of the ruptures (a, b, c, and d) is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses on the device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).